Manufacturer narrative:
Date rec¿d by MFR: 23may2019. A visual inspection of the device revealed no damage or contamination. Testing of the device revealed that the touchscreen was out of specification. The reported event was duplicated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the unit passed calibration testing.

Event description:
It was reported that the customer was unable to calibrate the touchscreen and there was a constant alarm. There was no patient involvement. Event date not specified; estimate used.